Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the prograsp forceps instrument had a wire completely snapped off wrist portion of the instrument. The procedure outcome was unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information was obtained: the customer confirmed that there were no fragments that fell into the patient and there was no patient injury due to the issue. The customer was unclear if the procedure was converted or completed robotically. There was an issue with the opening and closing of the instrument grips, the surgeon noticed the wire broken and minimally protruding so the instrument was removed. It lost all ability to grasp but maintained ability to move left/right and up/down.

Event description:
Refer to h10/h11 for follow-up information.